Manufacturer narrative:
The pump passed operating currents, unexpected restart error test, displacement test, but alarmed for compromised force sensor system during the basic occlusion test due to loose drive support disk. The pump was unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer reported compromised force sensor system alarm. The customer states the pump was squirting out insulin. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.